Event description:
The customer states that one patient sample generated a false positive result with the axsym rubella igg assay. The patient is known to be negative for rubella igg and generated an initial result of 158 iu/ml. The sample retested at 1.20 iu/ml (negative). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.